Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A doctor reported that a knife was noted to exhibit low cut performance during cataract surgery. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
One unopened knife sample was received for the report of low cut performance. The sample was visually inspected and was found to be conforming. The sample was functionally tested for penetration and was also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming therefore, low cut performance as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the safety knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).